Event description:
It was reported that during a laparoscopic hernia repair, the following events occurred as described by the surgeon: I placed a nasal swab down the trocar (his common practice) and felt a bit of resistance. Later I placed the hernia mesh down the trocar (his common practice) and this time there was a lot more resistance, but the mesh went through the port. Later during the procedure I noticed that we were losing pneumo and the gas supply was checked and it was fine. Upon investigation the gas was escaping from the port. It was then discovered that the duck bill valve had detached from the trocar and was inside the patient's abdomen. The valve was not retrieved laparoscopically, as it had been a more difficult case than anticipated; at this point I made the final decision to convert the procedure to open. Upon doing this, I retrieved the valve and completed the procedure.

Manufacturer narrative:
Information anticipated, but unavailable at this time.